Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination identified the screw bodies to be fractured. Part and lot information was not visible. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). Medical product - unknown blade catalog#: ni lot#: ni, unknown driver catalog#: ni lot#: ni. Foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2021-00397.

Event description:
It was reported that the screw head fractured during an attempted insertion. No consequences or impact to the patient. It was reported that no further information is available.